Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 4 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents severe aortic stenosis and was treated with a non-edwards valve.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for valve degeneration/deterioration was confirmed based on medical report. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. As reported, 'approximately 3 years, 4 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents severe aortic stenosis and was treated with a non-edwards valve', and 'per medical records review, bioprosthetic valve shows evidence of moderate severe stenosis with a mean gradient of 35mmhg respectively, ava 0.7cm2'. Additionally, per medical record, the patient had hyperlipidemia (hld) and diabetes mellitus type 2 (dmt2). Diabetes is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. The presence of hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.